Event description:
It was reported that the site was having problems with the handheld. The handheld would not turn on when unplugged from the wall. The handheld screen would not flicker/flash once it was turned on and plugged into the wall. New handheld was shipped to the site. Good faith attempts to obtain the old handheld back to the MFR for product analysis has been unsuccessful.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.